Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 330mg/dl with symptoms of dehydration, nausea, and vomiting associated with an unspecified inaccurate delivery issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The reporter noted that the patien's healthcare provider had adjusted bolus settings before or after the alleged bg excursion. Troubleshooting could not be completed at the time of the complaint and no further information was provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings:a review of the pump history indicated that the pump was manually suspended on the following dates: 09/23/2015 at 10:03 and manually resumed at 06:50; 09/23/2015 at 12:10 and manually resumed at 12:21; and on 09/24/2015 at 15:30 and deliveries never resumed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.